Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1602 mg/dl the cause of elevated bg was unknown, however customer reported to be a brittle diabetic. Subsequently, customer was hospitalized. Bg was treated with an unspecified intravenous treatment, fluids, and an unspecified medicine. Reportedly, the customer was released on (B)(6) 2018 with the issue resolved.